Event description:
A caller reported experiencing a cartridge alarm with the pump, which did not cause their blood glucose to exceed 500 mg/dl, indicating there was no adverse impact to their blood glucose level. The technical support team decided to replace the pump and advised the caller to use the current pump until the new one arrives. They provided instructions for putting the device into storage mode and organized the shipment of a replacement pump with updated software. The caller was informed about steps to take upon receiving the new pump and agreed to return the faulty pump using the provided return box and pre-paid label within ten days.